Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Returned product consisted of a coyote es balloon catheter. The balloon was loosely folded with contrast and blood in the balloon and lumen. There were numerous hypotube kinks. There was tip damage. Functional testing with an inflation device filled with water was used to inflate the balloon to the rated burst pressure and revealed a pinhole in the balloon material. There was no damage to the markerband. There is no indication the device was inflated over the rated burst pressure (rbp). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery (sfa). A 3mm x 20mm x 144cm coyote¿ es balloon catheter was advanced for dilatation. The balloon was initially inflated at 12 atmospheres. However, during the second inflation at 12 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a percutaneous cutting balloon catheter. No patient complications were reported.